Event description:
On an unknown date, a patient was implanted with a cannulated ex tibial nail construct. On an unknown date, the patient experienced nail migration and diabetic neuropathy. The patient underwent revision surgery on (B)(6) 2013. Two proximal locking screws and the cannulated ex tibial nail were explanted with no issues. Two additional screws were noted as being broken. The broken distal portion of the shaft on one screw and the tip portion of another screw could not be retrieved and was left in the patient. The surgeon implanted a larger diameter nail and screws to revise and reduce the tibia fracture. This is report 2 of 3 for complaint (B)(4).

Event description:
This is 2 of 5 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
The product development event evaluation revealed that the returned tibial nail and screws were evaluated in relationship to each other while reviewing the recommended method of use and available applications in the technique guide. According to the technique guide, the minimum quantity of available screws was selected to fix the tibial nail. Since x-rays were not available to view the fracture, the adequacy of the selected construct could not be confirmed. An inadequate number of screws could possibly overload the existing 4 screws which may result in screw breakage and consequential implant migration. Drawings have been reviewed and determined to be suitable for the nail and screw designs. Based on a review of the risk assessment, it is determined that the device is suitable for its intended use from a design perspective. Due to the inability to confirm the nature of the fracture and the suitability of the selected construct to achieve union, the disposition is indeterminate. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Correction: this is 2 of 5 reports for the same event. (B)(4). Corrected explant date from (B)(6) 2013 to (B)(6) 2013.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that the patient was a diabetic and non-compliant post-surgery. The patient was weight bearing two days after surgery against the advice of the surgeon.

Manufacturer narrative:
Additional narrative: the manufacturing records were reviewed with no complaint related anomalies noted.

Event description:
This is 1 of 5 reports for the same event, complaint #(B)(4).